Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that a jdsd5001 duraseal 5ml 1 kit/box was used in a cranioplasty procedure on an unknown date. In that patient, the number of blood spheres increased and became meningitis. It was reported that the doctor needed a sample product for patch testing to see whether duraseal was the cause or not. There was an enlargement of surgical wounds less than 3 centimeters (cm) that has been carried out. Patient is under observation. Additional information was received on 18sep2018 indicating that the duraseal was implanted in (B)(6) 2018. During surgery, the product was used without any problems. The blood sphere increase was noted on (B)(6) 2018.

Manufacturer narrative:
Additional information received on (B)(6) 2018 states that there was no revision or medical intervention done. The doctor obtained the sample product and carried out the patch test but the results were negative.